Manufacturer narrative:
Patient initials, age, and weight not available for reporting report is for one (1) unknown, broken cable. Device reportedly will not be explanted and therefore will not be returned without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable used in a periprosthetic femur fracture repair was found to be broken post-operatively. The original periprosthetic fracture repair was performed several weeks prior to (B)(6) 2016. The construct included a curved broad locking plate and several screws and cables. No hardware removal or revision surgery is scheduled and the surgeon has no plans to re-operate due to the patient's non-ambulatory status. This report is for one (1) unknown, broken cable. This is report 1 of 1 for (B)(4).